Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the reported out-of-range impedances in the laboratory. X-ray inspection revealed that the wire connecting the hybrid to the can was fractured.

Event description:
It was reported that the hv lead impedances had increased. The device was moved around to avoid dry pocket syndrome, but the impedance was still high. The physician elected to change the device. When the pocket was opened, it was found to be very fibrotic. With a new ICD, all measurements were normal.